Event description:
It was reported that prior to starting a da vinci si surgical procedure the cadiere forceps instrument was observed to be separated at the tip. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument was broken at the proximal clevis to the main tube interface. The clevis was dislodged from the main tube as a result, but was not broken. There were likely missing pieces from the breakage. The breakage was likely due to overloading at the tip. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.